Manufacturer narrative:
The suspect device was returned to olympus. Inspection confirmed that the knife wire was deformed and broken. The broken part was checked. It was burned and melted. The wire coating was torn. The outer diameter of the knife wire was measured and found to be normal. There was no problem with the length of the knife wire or wire coating, and there were no defective parts in the present product. No other abnormalities that could lead to the rupture of the knife wire were observed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the single use 3-lumen sphincterotome v knife wire broke when the operator tried to angle the knife wire during a therapeutic procedure. The wire had not fallen into the patient's body. The operator completed the procedure with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the cutting wire breakage occurred due to the following. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Additionally, it¿s likely the coating portion of the cutting wire was torn due to the following: 1. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire possibly rubbed due to the effect of contacting a metal area of the endoscope. A final root cause of the cutting wire breakage and torn coating of the cutting wire was unable to be identified. The following is included in the instructions for use: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Event description:
The procedure performed was endoscopic retrograde cholangiopancreatography (ercp). The device failed in the middle of the procedure. There was a few-minute delay to change the device. The new device used to complete the procedure was kd-kd-v411m-0720.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Update field (b5).